Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 2nd most distal stent strut row, stent struts were slightly dented and on the 8th row from the proximal end, stent struts were stretched slightly and misaligned. The undamaged section crimped stent maximum outer diameter measurement was 0.0430'' and is within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 3.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.